Manufacturer narrative:
(B)(4). E1 - hospital - (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during knee arthroplasty that the condyle impaction block fractured upon impact with the femoral component. Another instrument was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d9, g3, g6, h2, h3, h6, h11. H6 - component code - proposed code is mechanical (g04) - impactor. Visual evaluation of the returned impactor confirmed the device was fractured and exhibited signs of use. The device history records were reviewed and no discrepancies were identified. As the device had a field life of more than eight (8) years with unknown usage, the root cause can be attributed to normal wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.